Manufacturer narrative:
From the review of the data, the sample appears to be near the limit of detection (lod) of the test. The investigation is on-going and a supplemental report will be submitted on completion of investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from us alleged 1 patient sample generated discrepant results on cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system sample 1 generated a positive result for sars-cov-2 on cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The same sample was retested on the same liat system and a cepheid analyzer, and both generated negative results for sars-cov-2. The negative results were reported out to the patient and there is no harm indicated. From the review of the data, the sample appears to be near the limit of detection (lod) of the test.

Manufacturer narrative:
A system assessment was requested to confirm if a system issue contributed to the customer allegations. No abnormalities are observed during the run for alleged discrepancy. This run appears to have true amplification, possibly from a sample that contains a low level of viral material near the limit of detection (lod). (B)(4).